Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type iiia endoleak, type iiib endoleak, an intraoperative type ib endoleak treated with a non endologix stent and a secondary endovascular procedure. The patient was reported as doing well post-secondary endovascular procedure however the patient expired two (2) days post-secondary endovascular procedure. The patient suffered a cardiopulmonary arrest and it was reported that there was new pelvic bleeding. The cause of death was not reported. The most likely cause of the loss of seal (type 3a endoleak) was related to the off label iliac anatomy. The most likely cause of the compromised stent graft integrity (type 3b endoleak) of the main body could not be determined. There were no procedure related harms, however the patient suffered a cardiopulmonary arrest and death two days post-secondary endovascular procedure with a new pelvic bleeding. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: outcomes attributed to adverse events.

Event description:
At the completion of the clinical assessment on 04/27/2018, the following additional information was discovered; the patient was reported as doing well post-secondary endovascular procedure however the patient expired two (2) days post-secondary endovascular procedure ((B)(6) 2018). The patient suffered a cardiopulmonary arrest and it was reported that there was new pelvic bleeding. The cause of death was not reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, the patient was initially implanted with a bifurcated stent, an infrarenal extension and a limb extension. On (B)(6) 2018, endologix was made aware of a type 3a endoleak. On (B)(6) 2018, during the secondary procedure another (unknown) endoleak was discovered. The physician elected to implant another a bifurcated stent, a limb extension and two (2) ovation extenders to resolve both endoleaks. The patient was reported as doing well and there have been no additional patient sequelae reported.